Manufacturer narrative:
Continuation of concomitant products: product ID addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed chronic high right ventricular (rv) lead thresholds. The lead remains in use. No patient complications have been reported as a result of this event.